Event description:
A malfunction was reported by the caller indicating an issue with the pump, which had died. The customer's blood glucose level exceeded 500 mg/dl, and the specific value was displayed as "high." There was no injury reported, and it was not known whether the customer had ketones as they did not test for them. The malfunction code was resettable, and the customer had not reported or reset the pump for this issue within the last 24 hours. Technical support provided information to reset the pump and assisted the caller with the reset process.